Manufacturer narrative:
Unit had a detached end cap, minor scratched display window, cracked reservoir tube lip and a missing end cap sticker. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and the excessive no delivery test due to detached endcap.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was cracked at the seal at the medtronic logo and reservoir compartment. Customer also reported that the esc button was difficult to press. Customer reported of dropping insulin pump in the past. Customer does not know how damage occurred. Customer's blood glucose was 215 mg/dl. Customer was advised that insulin pump would need to be replaced.